Manufacturer narrative:
A steris service technician inspected the unit and found the drying piston valve to be broken. The technician replaced the drying piston valve, ventilation hose and o-ring. The technician ran a test cycle and confirmed the unit to be operational; no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance genfore washer. No injuries or procedural delays/cancellations were reported.